Event description:
It was reported to philips that the system gave an alert indicating the shutters were unavailable, presenting difficulty in booting the system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment was being performed when the issue occurred and was completed by moving the patient to another room with a delay of less than 20 minutes. Customer reported to philips that the system gave an alert of shutters not available, x-ray not possible. Upon troubleshooting, the philips field service engineer (fse) indicated the issue with flat detector controller system interface box (fdcsib). To resolve the issue, the fse replaced fdcsib and installed the software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.